Manufacturer narrative:
The custom jts extendible prosthesis was implanted six years ago, when the pt was (B)(6). The pt is now (B)(6). The need to revise the jts extendible prosthesis in a growing child is a well recognized and anticipated failure mode of this device. Based upon a review of the pt's current x-rays, the company has confirmed that the device has now reached its maximum growth length, and thus requires replacement to meet the needs of the growing child. The company has designed a custom revision prosthesis which is awaiting the surgeon's approval. The custom implant is similar to jts extendible distal femoral implant ((B)(4)).

Event description:
In (B)(6) 2008, the pt aged (B)(6), underwent a custom jts distal femur replacement implant as part of the treatment for his bone tumour. The pt's custom jts distal femur implant is reported to have reached maximum extension, thus the surgeon has requested a review of the pt's implant and a design of a new custom jts distal femur replacement implant, as appropriate. The revision is scheduled for (B)(6) 2014.

Manufacturer narrative:
An event regarding maximum extension involving a non-invasive grower (jts) was reported. The device was implanted 8 years ago when the patient was (B)(6) years old and still skeletally immature. X-ray review was not performed as x-rays were not provided for review. Requests for further information on (B)(6) 2016 determined that no further information was available for this complaint. There is no indication of device or manufacturing related issues have been identified. A revision related to a minimally invasive/non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Custom distal femur implant corrected to limb salvage system.

Event description:
In (B)(6) 2008, the patient ages (B)(6) years, underwent a custom jts distal femur replacement implant as part of the treatment for his bone tumour. The patient's custom jts distal femur implant is reported to have reached maximum extension, thus the surgeon has requested a review of the patient's implant and a design of a new custom jts distal femur replacement implant, as appropriate. The revision is scheduled for (B)(6) 2014. This is a supplemental report to 3004105610-2014-00043 ((B)(4)).